Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer, and in the drain line. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The biomed confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: d9 (omitted from initial) additional information: h3 plant investigation: upon initial follow-up, a sample was reported to be available for manufacturer evaluation. However, at the time the investigation was completed the sample had not been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Additional information: d9, h3, h6 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The device was returned with corporate provided blood port and adapter caps attached. Blood was present throughout the fibers and in the header caps. During gross visual examination, a delamination was observed on the non-cavity ID end of the dialyzer extending from 140° to 200° with the dialysate ports positioned at 0°. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of a dialyzer and cause a leak. The leak was confirmed due to a delamination.

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer, and in the drain line. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The biomed confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer, and in the drain line. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The biomed confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.